Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced uncomfortable overstimulation and as well as stimulation turned on and off several months ago (event date is unknown). Reportedly, diagnostic testing measured high impedance values on the octrode lead. However, the peripheral leads tested normal. The patient denied any falls or recent trauma. X-rays taken did not show lead migration. Surgical intervention may be unbertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken during which time the lead was explanted and replaced with a different model. The issue is resolved.